Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the stent (subject device) could not be advanced within the microcatheter. When the operator decided to withdraw the stent, the stent was found deployed within the microcatheter. The stent and microcatheter were removed from the patient and replaced with a same type microcatheter and stent. The stent deployment was completed successfully .there were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the stent was deployed in the microcatheter hub. The stent was removed and was noted to be deformed. The function testing could not be done due to the condition of the returned device. The returned stent was noted to be damaged which is likely to have occurred during the clinical procedure. An assignable cause of procedural factors will be assigned to this event.

Event description:
It was reported that the stent (subject device) could not be advanced within the microcatheter. When the operator decided to withdraw the stent, the stent was found deployed within the microcatheter. The stent and microcatheter were removed from the patient and replaced with a same type microcatheter and stent. The stent deployment was completed successfully. There were no clinical consequences to the patient.